Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. The hospital staff stated drape became lodged in door as door was opening. Staff was able to remove but door became inoperable. Inspected door mechanism and associated hardware. No debris was found. Inspected controller and motor function. No issues found. Performed rehome. Issue resolved. Performed multiple openings and closings as well as multiple restarts. Performed unit checkout. Unit functioning as expected. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a procedure, when the user was attempting to open the imaging system gantry door, it became stuck in a partially open position. The system was still able to be removed from the surgical field, but was then unable to be opened or closed. The procedure was completed successfully and the patient was not impacted. The length of delay to the procedure because of this issue was not provided.